Event description:
Two patients required blood transfusions after total knee arthroplasty procedures.

Manufacturer narrative:
Devices associated with event not returned; therefore, no conclusions can be drawn between occurrence of transfusions and aquamantys device utilization. Although transfusion do occur as a result of surgical procedures, we were unable to gather patient information from the hospital (despite multiple attempts) to determine if the patients involved were high risk patients from a blood transfusion perspective; therefore, this complaint is being reported. This MDR was identified as a result of complaint handling and medical device reporting process/procedure updates triggered via acquisition by medtronic.